Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products:guide wire: sion, guide cath: launcher. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, heavy calcification and 75% stenosis. The 2.5 x 12 mm trek rx balloon ruptured at 14 atmospheres (atm) during the first inflation. Thus, the device was exchanged for a non-abbott balloon catheter. However, the non-abbott balloon also ruptured. The procedure concluded with no treatment to the lesion, with timi 3 flow at the conclusion of the case. There was no report of a clinically significant delay in the procedure and no adverse patient effect caused by the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.